Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the needle on the sensor fractured while in the body. Customer's blood glucose level was 165 mg/dl. Customer did not receive medical treatment as a result of the needle fracturing while still in the body, they applied pressure on it. Customer had an experienced when she changed her sensor it actually hurt and when she removed the sensor the needle is bent. Troubleshooting was performed. Customer reported that they did receive a sensor updating or sensor glucose not available alert. The sensor will be returned for analysis.